Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following series of events: last friday (B)(6) 2012 she was very ill with bronchitis, and h ER son was helping her with her pump . The pump kept warning not primed so her son began priming to clear the warning. Pump was primed with tubing attached . The patient reports inadvertent infusions of 56.2 u, 5.0 u and 43.1u given on (B)(6) 2012 when priming when attached. She reportedly she fell and then her son took her to the ER. She was admitted with a blood glucose (bg) of 32 mg/dl. She unsure of events of (B)(6) 2012 other than her son trying to help her and he forgot to disconnect her from the pump. Loss of prime warning occurred about 3 times, as pump was primed 3 times. The cause for the loss of prime is unknown. The patient reports from hospital that the cartridge and infusion set have been changed out and pump is working as desired now. Customer support (cts) reviewed with her to always disconnect when priming, to call cts 24 /7 and her son can call also. The patient is on unknown medication for the bronchitis, and in hospital recovering from the bronchitis and back on her pump. This issue is being reported due to the allegation that the loss of prime for an unknown reason contributed to the hypoglycemia and subsequent hospitalization. User error cannot be discounted as a contributing factor to this event, as the patient was not disconnected while priming.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error cannot be discounted as a contributing factor to this event, as the patient was not disconnected while priming.